Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care. Note: customer reported another device used in this event and it is reported on MDR 2020-00437. Report 2 of 2.

Event description:
Consumer reported complaint for high blood glucose test results. Father is calling on behalf of the customer. Customer also reported complaint on another truemetrix air meter, reference case (B)(4). The customer is concerned with test results from results obtained of 188 mg/dl fasting and 448, 335, 575, and 246 mg/dl non-fasting. The customer¿s expected fasting blood glucose test result range is 180-240 mg/dl; expected non-fasting blood glucose range was not provided. The customer feels well and did not report any symptoms. Father stated that due to the blood glucose test results obtained with the truemetrix air meter, customer had to seek medical attention and go to the hospital. Father stated that he does not remember date or details of incident. Before going to the hospital, father stated that customer had foul smelling breath. The diagnosis had been ketoacidosis. Customer had been admitted to hospital; father did not disclose any further details. During the call, a back to back blood test was not performed by the customer. Father did not have test strips with him at time of call and could not provide lot information. The product is not stored according to specification and is stored in the kitchen. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).